Event description:
Information was received from a consumer on 4-nov-2016 regarding a patient who was implanted with a neurostimulator for non-malignant pain. It was reported the patient was unable to charge. The patient attempted a recharge session and there was a reposition antenna screen. It was noted that the reposition antenna screen was seen about 1.5 weeks ago. The steps for using the antenna locate feature were reviewed with the patient, the antenna locate feature was attempted, and the issue resolved. It was also reported that there was a power on reset (por). Patient services reviewed with the patient how to bypass the por and the patient confirmed he was getting full coupling bars. No patient symptoms were reported regarding this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.